Event description:
It was reported that an intuitive representative contacted tech support from an offsite location regarding preventive maintenance messages communicated by the or staff. The representative was not onsite, and the system was offline during the call. The representative mentioned that the system displayed messages indicating that image capture was not available, the system was not configured for dual console, and there was a preventive maintenance advisory 7734. The representative planned to have the staff call back for further troubleshooting. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the tower¿s common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue. The probable root cause is attributed to the system running a golden image, as indicated by the error 311 found in the system logs. This issue was resolved by reprogramming the system using approved procedures, which restored the system to meet required metrics and made it ready for use.